Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge while being plugged into the customer¿s computer. Subsequently, the pump shutdown due to low battery power. Customer¿s blood glucose (bg) level was ¿high¿. A specific bg value was not provided. The customer reverted to using a wall adapter to charge the pump, and the pump was able to successfully charge. A bolus was delivered to address bg level.